Manufacturer narrative:
(B)(4) broken pneumatic switch- not labeled. Conclusion: the returned device was visually evaluated and found to have a broken pneumatic switch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported by the sales representative that her demonstration unit was returned from service with a broken pneumatic switch assembly. The device was not used in a patient procedure. There were no adverse patient consequences.